Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 14257un23, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search for lot 14257un23 identified an increase in complaint activity related to the falsely elevated patient results. Ticket trending review did not identify any trends. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the complaint lot. The overall performance of architect stat troponin-I reagent in the field was reviewed using data gathered from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians for lot 14257un23 are within the established limits, however, the cal f rlu mean for the lot 14257un23 was not within the established limits. Therefore, accuracy testing was performed to evaluate the performance of reagent lot 14257un23. An internal troponin-I panel was tested with a retained kit of the likely cause reagent lot 14257un23. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot numbers 14257un23 was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I result for a patient. The following data was provided (customer¿s reference range <0.04 ng/ml): sample ID (B)(6) initial result = 1.08 ng/ml, repeat result = negative. New sample obtained from the same patient and the result = negative. No impact to patient management was provided.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I result for a patient. The following data was provided (customer¿s reference range <0.04 ng/ml): sample ID (B)(6). Initial result = 1.08 ng/ml, repeat result = negative. New sample obtained from the same patient and the result = negative. No impact to patient management was provided.